Event description:
It was reported that insulin pump has cracks and many scratches on the insulin pump. It was also reported that the insulin pump alarmed motor error during basal. Customer stated that the insulin pump has an unresponsive keypad as well. Customer's blood glucose reading was 600 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
All buttons functioned properly during testing. However, the insulin pump had moisture damage to the keypad traces during visual inspection. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked, and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.